Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was over 350 mg/dl at the time of incident and the current blood glucose level was over 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as incoherent, disoriented and short of breath. Customer declined to perform a carelink upload. The insulin pump will be returned for analysis.